Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4). Off-label use (under 21yrs of age at date of implant). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchanged resolved the problem. Unknown was reported to be the cause of this event.